Event description:
It was reported: "the patient was transported from the ICU to the CT for further diagnostics. During the examination there, the ventilator failed without prior warning (alarms) etc. The patient's vital signs worsened. The patient had to be resuscitated. According to the staff, the battery capacity of the device was 100% (4 of 4 bars). After restarting the device, there were no more errors. According to the display, the battery capacity is 4 of 4 bars."

Manufacturer narrative:
The affected device was available for examination in the dräger repair workshop. A five-day endurance test and a complete functional check of the device did not reveal any deviations. The user reported that the incident occurred on (B)(6) 2020 at around 12:00 pm. The logbook shows that the last successful device test was carried out on (B)(6) 2020. At the time of the event, the device was in operation from 11:22 am to 12:05 p.m. With intermittent breaks. During this time, various alarms were generated that are not unusual for ventilation (airway pressure high [11:37], etco2 high [11:37, 11:39, 11:47], minute volume low [11:58], airway pressure low [11:58]). At 11:50 am, the "low pre-pressure" alarm was briefly recorded, indicating that the oxygen supply had to be switched. At 11:32 am it was turned off for approximately 5 minutes, and at 11:58 am it was turned off for 6 minutes. In both cases, the log entry "device switched off" shows that the device was shut down properly. To shut down the device, the following is necessary: the on / off button must be pressed for at least 3s, and then the switch-off dialog must be confirmed by pressing the rotary encoder. A shutdown of the device due to an interruption in the power supply would result in a technical error message the next time it is switched on. No technical malfunction has been recorded in the logbook. Based on the log analysis and device examination, no indication of a technical malfunction could be found. The device has ventilated according to the settings and user interactions.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported: "the patient was transported from the ICU to the CT for further diagnostics. During the examination there, the ventilator failed without prior warning (alarms) etc. The patient's vital signs worsened. The patient had to be resuscitated. According to the staff, the battery capacity of the device was 100% (4 of 4 bars). After restarting the device, there were no more errors. According to the display, the battery capacity is 4 of 4 bars."